Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid lot or serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced a loss of consciousness, upon waking experienced feeling "tired, fatigued, sweaty, without the strength to get up, exhausted" and was unable to self-treat. No third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged usb port. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced a loss of consciousness, upon waking experienced feeling "tired, fatigued, sweaty, without the strength to get up, exhausted" and was unable to self-treat. No third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced a loss of consciousness, upon waking experienced feeling "tired, fatigued, sweaty, without the strength to get up, exhausted" and was unable to self-treat. No third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.